Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016, a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Imaging modalities test failed. Battery level for both x-ray and motion depleted within 30 seconds after umbilical was unplugged - replaced batteries and completed the system check-out. Issue resolved. System performed as intended. Return requested for suspect batteries. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system batteries were dead and not holding a charge. As the imaging system batteries needed to be replaced, and were replaced as a courtesy. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.